Manufacturer narrative:
The reported event could not be confirmed during the device evaluation. Routine maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported that during testing at the user facility the sabo sag saw was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing at the user facility the sabo sag saw was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.